Event description:
It was reported that following a right colectomy procedure, the surgeon successfully completed the anastamosis of the right colon using the device. The anastamosis was checked for tension, leaking or bleeding before closing. However, the next day the pt had to be brought back to the or and re-opened. The surgeon claims that there was bleeding at the staple line and the anastamosis had to be redone. The device was discarded.